Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, at 7:00 pm the patient obtained the blood glucose reading of 119 mg/dl on the reported meter. The patient noted that he took an increased dose of insulin afterwards. The patient reportedly experienced symptoms that he could not specify and that he refused to eat. Emergency services were contacted, and paramedics tested his blood glucose level to be 43 mg/dl. The patient was treated with a glucagon injection. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating, and that the meter was set to the correct unit of measure. No information was provided about the patient's testing technique. The patient manages his diabetes with insulin taken on a sliding scale. The meter, test strips and control solution were replaced. The patient's meter was returned on (B)(4) 2012 for evaluation. Product analysis of the returned meter determined the meter passed testing with no problems found. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received emergency treatment with glucagon. Therefore, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.